Event description:
Event verbatim [preferred term] a small burn [thermal burn] , patient used the product all day [device use issue] , she doesn't believe it worked as well back then for her as it does now being that she is 80+ years old [device effect decreased]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient in her 40's started to use thermacare heatwrap (thermacare lower back & hip, device lot number m61526, expiration date oct2018) from an unknown date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient used about 3 boxes a week. Patient used the product all day. She reported that "she would be able to get going without the product." The patient experienced a small burn on an unspecified date. Patient has not experienced this again. It was also reported that "she doesn't believe it worked as well back then for her as it does now being that she is 80+ years old". The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures taken as a result of small burn included applying hydrocortisone which healed it. The outcome of the event "a small burn" was recovered on an unknown date and for the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (11apr2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (20nov2019): new information received from product quality complaint group included: supplies per week, duration of heatwrap use in a day, and new events "she doesn't believe it worked as well back then for her as it does" "used the product all day" company clinical evaluation comment: based on the information provided, the event thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events "she doesn't believe it worked as well back then for her as it does" "used the product all day" are non-serious. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events "she doesn't believe it worked as well back then for her as it does" "used the product all day" are non-serious. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Document review summary: batch m61526 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the five day run reports all wraps met the required temperature specifications. There were no wrap variable or attribute defects recorded for the batch. There were no pack attribute defects recorded for the batch. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the fourth complaint for the sub class adverse event safety request for investigation. The previous complaints have not been confirmed to have a manufacturing root cause related to the subclass. A visual evaluation was performed to identify a potential trend. Conclusion: the root cause category is non-assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Care should be taken to use the device as it was designed, follow...

Event description:
Event verbatim [preferred term] a small burn [thermal burn] , patient used the product all day [device use issue] , she doesn't believe it worked as well back then for her as it does now being that she is 80+ years old [device effect decreased]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient in her 40's started to use thermacare heatwrap (thermacare lower back & hip, device lot number m61526, expiration date 31oct2018) from an unknown date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient used about 3 boxes a week. Patient used the product all day. She reported that "she would be able to get going without the product." The patient experienced a small burn on an unspecified date. Patient has not experienced this again. It was also reported that "she doesn't believe it worked as well back then for her as it does now being that she is 80+ years old". The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures taken as a result of small burn included applying hydrocortisone which healed it. The outcome of the event "a small burn" was recovered on an unknown date and for the other events was unknown. Product investigation results were as follows: document review summary: batch m61526 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the five day run reports all wraps met the required temperature specifications. There were no wrap variable or attribute defects recorded for the batch. There were no pack attribute defects recorded for the batch. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the fourth complaint for the sub class adverse event safety request for investigation. The previous complaints have not been confirmed to have a manufacturing root cause related to the subclass. A visual evaluation was performed to identify a potential trend. Conclusion: the root cause category is non-assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Site sample status was not received. Severity of harm was reported as not applicable. Additional information has been requested and will be provided as it becomes available. Follow-up (11apr2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (20nov2019): new information received from product quality complaint group included: supplies per week, duration of heatwrap use in a day, and new events "she doesn't believe it worked as well back then for her as it does" "used the product all day" follow-up (16dec2019): new information received from product quality complaints includes product investigation summary. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: based on the information provided, the event thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events "she doesn't believe it worked as well back then for her as it does" "used the product all day" are non-serious. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events "she doesn't believe it worked as well back then for her as it does" and "used the product all day" are non-serious. The event is medically assessed as associated with the use of the device.

Event description:
A small burn [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient in her 40's started to receive thermacare heatwrap (thermacare lower back & hip, device lot number m61526, expiration date oct2018). Route, dates and indication were unspecified. Relevant medical history and concomitant medications were not reported. The patient experienced a small burn on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures taken as a result of small burn included applying hydrocortisone which healed it. The outcome of the event was recovered. Additional information has been requested and will be provided as it becomes available. Follow-up (11apr2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.